Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to an alert. The right ventricular (rv) lead was found to have oversensing of noise. The noise was confirmed when stress was applied near the device pocket site. The lead was suspect of a fracture and insulation degradation over time. Fluoroscopy was performed but could not confirm the exact location of the fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.